Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: unknown device code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that the revision surgery for a patient which was implanted a hakim valve (part#: unk) was performed on (B)(6) 2017. No further information was provided by the hospital. The sales force schedules an interview the surgeon and will collect more detail.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged, as well as the torn silicone housing, the stator and cam mechanism were returned detached from the rest of the valve. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve could not be flushed, leak tested, reflux tested of the siphon guard tested due to the torn silicone housing. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and was noted in the valve casing as well as some damage to the cam mechanism. This is probably due to the valve receiving some form of impact. Corrosion was also noted on the stator and x ray dot. The cam magnets were controlled. The magnets passed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 13th september 2006. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator could be partly due to the valve receiving some form of impact, as well as the corrosion, however this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.